Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
No conclusion code available; the reported field events of an output anomaly and backup vvi were confirmed in the laboratory via review of the device image. An alert for shorted output stage detection (sosd) was confirmed during device interrogation. The device was tested on the bench and the output transistors were found to be damaged. The cause of the damaged output transistors is believed to have been caused by high voltage therapy delivery into a low impedance load.

Event description:
It was reported that the patient presented in the operating room for a device upgrade. During dft testing the device did not deliver the expected shock to convert the rhythm. Patient was defibrillated externally. The device was re-interrogated and was found to be in backup vvi mode due to power on reset (por). Device not implanted.